Manufacturer narrative:
Date of event is estimated.

Event description:
During a lead revision procedure on (B)(6) 2025 [3006705815-2025-04005 and 3006705815-2025-04006}, it was revealed that the patient experienced twiddler's syndrome and was voluntarily flipping the ipg in the pocket. The entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.